Event description:
It was reported that during a stenting procedure in the right internal common carotid artery with heavy calcification, during stent deployment, the patient moved her head and pulled the stent and catheter back slightly. The stent deployed in the lesion, but did not fully cover the distal portion of the lesion. Another xact stent (8x20) was used to cover the entire lesion. There was no reported adverse patient effect or sequela. The patient was discharged home one day after the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: bivalirudin. Embolic protection: emboshield nav 6. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Factors that may contribute to difficulty deploying the stent include, but are not limited to, patient anatomical morphology, patient disease state, device placement technique, and accessory device support. Based on the reported information, the difficulty deploying appears to be due to the patient moved her head and pulled the stent and catheter back slightly. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication to suggest a product quality deficiency.